Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Hcp stated that sometime during the treatment, the leak alarm went off. A blood leak was verified with positive hemastix and visually in the dialysate. Blood was not returned to the pt, with an estimated blood loss of 200cc. Treatment was resumed with new disposables and completed without further incident per hcp.